Event description:
It was reported that balloon ruptured. A 2.50 mm x 30.00 mm agent drug-coated balloon (dcb) was selected for treatment of in-stent restenosis (isr). During procedure, on inflating, it was noted that the balloon ruptured at 6atm. The procedure was completed with alternate device and there was no patient complication.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of the agent dcb mr 2.50 x 30mm balloon catheter, batch 03438h24. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. A detailed microscopic examination of the balloon material identified a 1mm longitudinal tear in the proximal section. Device analysis confirmed the complaint allegation of balloon material rupture.

Event description:
It was reported that balloon ruptured. A 2.50 mm x 30.00 mm agent drug-coated balloon (dcb) was selected for treatment of in-stent restenosis (isr). During procedure, on inflating, it was noted that the balloon ruptured at 6atm. The procedure was completed with alternate device and there was no patient complication.